Manufacturer narrative:
Off-label, unapproved or contraindicated use pre-operative aaa dissection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for endovascular treatment of aortic dissection. It was reported that during the index procedure, the physician deployed the bifurcate, but the contra gate did not fully expand. As a result, the physician could not proceed with the implant procedure. The physician elected to convert the patient to open repair; a laparotomy was performed. The bifurcate was explanted and was replaced with artificial blood vessel. The event was resolved. Per the physician, the cause of contra gate did not fully expand after deployment was related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that the device was inspected prior to use with no issue noted. After it was delivered to the aorta abdominalis and deployed, the stent did not fully expand. The stent graft was then removed via laparotomy and replaced with an artificial blood vessel. No patient complications reported. Film evaluation summary the exact cause of the reported inability of the contra gate to expand during deployment of the bifurcate could not be determined from the limited films and clinical information returned. The anatomy at implant is unknown, and complete angiograms during implant including images during deployment, were not available for return. Two still non-contrast angiogram¿s during implant (without any measurement scale) were returned. The images (only in a-p view) confirmed that beginning just below the flow divider, the contra gate and ipsi limb did not appear to have fully deployed/expand. The contra gate on the left side as well as possibly the ipsilateral limb stents were malformed. It is unclear if the stent graft may have been twisted, compressed, or was distorted by the aortic anatomy. Previously reported similar events have found that this may occur if the gate was deployed within the proximal neck, instead of within the aaa sac. Since the patient¿s anatomy is unknown, and the precise implant location and anatomical measurements could not be determined from the non-contrast images, the exact cause could not be determined. The delivery system and explanted stent graft were also unavailable for return; thereby, limiting the extent of the evaluation. A single photograph of the explanted endurant bifurcate was returned, and the bifurcate was found transected proximally just above the level of the flow divider. The contra gate h ad also been transected 1 stent ring above the bottom of the gate, and the distal end of the gate (near the gate ring) also appeared to have been cut. Other than the transection cuts, no clear stent graft integrity issues were observed that could explain the reported event. If information is provided in the future, a supplemental report will be issued.